Event description:
It was reported that during an esophagectomy procedure, staples malformed. Two rows were box shape. The physician put overstitches to close the tissue. There was no patient consequence.